Manufacturer narrative:
This report was submitted past the 30 day due date due to a lack of adherence to csi complaint reporting procedures. A re-training has been performed with the individuals involved to prevent this from occurring in the future. Device investigation: the results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4)

Event description:
During a literature review, it was identified that during a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a pseudoaneurysm occurred. The target lesion was located in the left main and was treated using five passes with the oad. Following atherectomy, balloon angioplasty was performed and a stent was deployed. Imaging was performed and a pseudoaneurysm was noted in the proximal left main. Following the completion of the procedure, bypass surgery was performed to resolve the pseudoaneurysm and the patient was discharged after five days in stable condition.